Manufacturer narrative:
(B)(4). Analysis description: no conclusion code available. Final analysis confirmed the reported damage to the power cord. The root cause of the anomaly was not determined.

Event description:
It was reported that the power cord of the transmitter was damaged with exposed wire. The unit was no longer used.